Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing and the glue separated from the set itself at the entry to the skin. Reportedly, the patient woke up in the morning, with hyperglycemia and upon investigation, her blood glucose level was found to be raised. Further, she noticed that her tubing had come away from the set, so she inserted another set, which worked perfectly. This issue happened twice, but the first incident was not reported. No further information available.